Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the dirty light guide lens, the cause was due to damage of parts due to deterioration, leakage, or some kind of physical stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhinolaryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a dirty light guide lens was found. There was no patient involvement.